Manufacturer narrative:
This report is to update.

Event description:
Follow up indicated that the patient had blood clots in both lungs. The physician believed this issue to be related to the procedure. The patient was treated and given blood thinners. The patient remains under medical supervision and continues to use therapy with effective pain relief.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized for medical issues. Nevro attempted to obtain additional information regarding the nature of the issues, but none was available. There have been no reports of further complications regarding this event.